Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was filed. The device was returned for investigation. The data logs were viewed and there were motor current spikes followed by high purge pressure and low purge flow. Additionally, pump flow became saturated. There was biomaterial found in the purge gap of the returned device. The root cause of the high purge pressure is due to the biomaterial.

Event description:
The user facility reported a 16-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support after being placed on ECMO due to viral myocarditis. During support, the device experienced a purge flow alarm. The purge system was replaced resulting in a temporary improvement. However, the purge flow decreased and increased again. It was determined that there was an abnormality in the pump. The pump was explanted and replaced with another impella cp. There was no health hazard to the patient.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.